Event description:
System would not power on. No patient involvement. Manufacturer's field service engineer (fse) confirmed problem. Device is pending replacement of the power supply.

Manufacturer narrative:
Device is pending repair.